Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited noise and oversensing on the right atrial and right ventricular channels. Additionally, low out of range pacing impedance measurements were observed on the right atrial channels. No changes have been performed. This device remains in service. No further adverse patient effects were reported.